Event description:
The customer reported that there was no power going to the system. The system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was replaced. The system was then found to be operating as intended.